Event description:
It was reported that during inspection by the customer at the user facility, the attachments were working after the foot pedal is released. As this event occurred during inspection at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The complaint was confirmed by the repair technician. The cable on the footswitch was damaged.

Event description:
It was reported that during inspection by the customer at the user facility, the attachments were working after the foot pedal is released. As this event occurred during inspection at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.